Event description:
A customer reported that during a procedure, multiple system messages displayed and the intraocular pressure gauge functions were disabled. The system was rebooted to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Report mailed to FDA on 06/06/2014. (B)(4).